Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: mentor memorygel, 300cc silicone breast implant, cat /sn r (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown surgery with mentor memorygel, 300cc silicone breast implants which unknown side shows issue with capsular contracture unknown baker grade after implantation. The issue han not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Note: mentor elected the left side for this report since the side is not reported, follow ups are in progress in order to get further clarification. If additional information becomes available in the future, it will be properly updated, and reported.